Event description:
It was reported that during a laparoscopic hepatectomy procedure, the knife of the ec60a loading a ecr60w stopped at the 2nd stroke of the 2nd firing. After that, there was no feedback of grasping the trigger. The ec60a functioned as intended at the 1st firing with ecr60d. Then, although the sc60a was used instead of the ec60a, the sc60a was locked out at the 1st firing. Endo gia loading a purple cartridge was used to complete the case. There were no adverse consequences to the patient. The cartridge jaw of the ec60a was expanded when received, because a nurse had tried to remove the 1st cartridge forcibly with a forceps.

Manufacturer narrative:
(B)(4) - damaged anvil, damaged cartridge, damaged yoke. The analysis found that one ec60a device was returned with the clamping mechanism damaged and with two cartridge reloads present. In addition, the anvil was noted to be bent upwards. The cartridge (b) ecr60w, h51d2v, was received fully fired and in good visual condition. Cartridge (c) ecr60d, j5j35g, was received fully fired and with the cartridge deck damaged. The damage to the cartridge and anvil is consistent with the device being clamped over a hard object. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the device, no functional test could be performed. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.